Event description:
Pump being used to assist with run changes of peritoneal dialysis. Pump noted to continuously cycle and despike the bag and then revert back to the old tubing instead of the new tubing. Machine sent back to supply new machine being utilized on pt without any problems. Pump to be sent back to MFR.